Manufacturer narrative:
The pump was received with an external flash crc error alarm during the selftest due to a problem isolated to the mother board. The low reservoir alarm functioned properly during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed external flash crc error. Customer's blood glucose was 78 mg/dl. Troubleshooting was performed. Customer was advised what the alarm meant. The alarm did not occur during rewind or the prime sequence. Customer was able to perform the self test and the insulin pump passed. Customer was advised the insulin pump needed to be replaced and to revert to there back up plan. Customer declined troubleshooting on the low reservoir alert and the sensor inaccurate readings. The insulin pump was returned for analysis.